Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a limb stent graft to treat a right iliac aneurysm. The patient had a subsequent endovascular procedure to repair a type 1b endoleak on (B)(6) 2015 where a left iliac limb was placed. On (B)(6) 2016 a follow up computed tomography (CT) showed an increase in sac growth of a right iliac aneurysm, no endoleak was identified. The physician has elected to monitor the patient. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based upon the available information, the root cause of the reported aneurysm growth was likely due to antiplatelet therapy, suboptimal suprarenal proximal stent position, and non-compliance to follow up surveillance imaging. Clinical evaluation confirmed reported event of rcia aneurysm growth of 1.4cm over 55 months. No endoleak can be determined due to non-contrast surveillance CT imaging. The review of manufacturing lot records confirmed all devices met specifications prior to release. The device was not returned, therefore no physical evaluation was completed.